Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the inner catheter broken in half and the left ventricular (lv) lead dislodged when slitting the catheter. The lead and the catheter were not used, and another lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was kinked. Visual analysis of the catheter indicated damage during use. The analyst noted the distal end of the catheter broke off. If information is provided in the future, a supplemental report will be issued.